Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The faradrive sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with analysis. Additional investigation identified the inner diameter of the shaft to be in nonconformance as excess adhesive on the inner rim of the shaft was found inside the valve hub. Which would have previously obstructed the access site and likely the cause of the dilator tip damage.

Event description:
During a farapulse pulmonary vein isolation a faradrive steerable sheath clear was selected for use. When preparing the sheath and it was observed that the tip of the dilator was deformed with a loose piece. The sheath was replaced the procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a farapulse pulmonary vein isolation a faradrive steerable sheath clear was selected for use. When preparing the sheath and it was observed that the tip of the dilator was deformed with a loose piece. The sheath was replaced the procedure was completed without any patient complications. The device is expected to be returned for analysis.